Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
During surgery, a piece of metal broke off the instrument. No pieces remained in the patient's wound.

Manufacturer narrative:
(B)(4). Due to data protection, patient's data cannot be provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. No concomitant medical products were reported. Post code: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the trial with the lateral neck, a piece of metal broke off the trial neck. There are no pieces remaining in the patient.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 1 complaint for this item code (B)(4). One trend could be identified from the complaint history review. The similar complaint has the same hospital. Without the opportunity to examine the complaint product, the root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3 other text : product not returned.

Event description:
It was reported that during the trial with the lateral neck, a piece of metal broke off the trial neck. There are no pieces remaining in the patient.

Manufacturer narrative:
(B)(4). This follow-up final report is being submitted to relay additional information. Complaint summary: the event reports: during the trial with the lateral neck, a piece of metal broke off the trial neck. There are no pieces remaining in the patient. No patient harm, occurred during surgical procedure. A visual check of the returned product (taperloc rasp/prov neck-lat 12/14 item 31-600052 lot. Zb170401) confirms that a lower piece of the provisional neck has fractured off, rasp/prov neck has many dings, dents and scratches indicating that it¿s been used in many surgical procedures since its manufacture in 2017. A dimensional inspection is not required for this event as it is for a fracture issue. The most likely cause of fracture to the rasp/prov neck is impact damage as there is impact marks close to the fracture area, the rasp/prov neck has dings, dents and scratches most likely caused by use in many surgical procedures over the 4 years in the field. This product left zimmer biomet control conforming. A visual inspection of this device shows this event does not differ from previous reported events for the taperloc rasp/prov neck-lat 12/14 (item 31-600052 lot no. Zb170401) as a result there is no change to the severity or occurrence for this event with the reported event is still considered to be within the severity of the rmf. (Risk assessment carried out on ai351901) CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the trial with the lateral neck, a piece of metal broke off the trial neck. There are no pieces remaining in the patient.